Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5 and h6 with this report. The type of investigation, investigation findings and investigation conclusion codes have been updated to 4114, 3221 and 67 in the h6 section respectively. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary device is not returning.

Manufacturer narrative:
Pump was received with a blank display.unable to verify critical pump error (open book image) alarm, pump error 35 alarm, missing segments/partial display and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to a blank display.unable to download pump traces and history file using thus due to a blank display.pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2 and force sensor noted. No corrosion or moisture damage found on the motor and vibrator assembly noted. The original pcba 2 was swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and a blank display noted. The original pcba 1 was swapped out with a working test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and a blank display noted. Blank display was confirmed due to corrosion on the pcba 1 and pcba 2.test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked battery tube threads, a scratched case and a broken belt clip rails. Unable to verify critical pump error (open book image) alarm, pump error 35 alarm, missing segments/partial display, perform the required testing, download pump traces and history file using thus due to a blank display.blank display was confirmed due to corrosion on the pcba 1 and pcba 2. During visual inspection, corrosion was also found on the force sensor noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 35, missing segments/partial display, critical pump error (open book image). The customer reported no adverse event. The event involved product(s) mmt-1780kl.troubleshooting was performed for the event. Customer reported receiving a pump alarm. Customer was not able to clear the alarm. Customer reported a partial display. Cust inserted a new fully charged battery and display did not return to normal or self test failed. Customer reported a critical pump error/open book image error. No harm requiring medical intervention was reported. Mmt-1780kl was requested and customer response was the device will be returned.